Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system device history records was conducted. The report indicates that the manufacturing location: manufacturing location: (B)(4), manufacturing date: 18. Jul 2012, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during a previous surgery on (B)(6) 2015, the surgeon placed ten 4.5 mm cortex screw. During a second surgery surgeon removed five screws because they were broken. The patient status is reported as okay. This is report 3 of 5 for (B)(4).

Manufacturer narrative:
Patient information is unknown. Date of event: unknown. Date of explant: unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: part 414.885, lot 7990687: the golden anodized screws are made of pure titanium. The examination of the raw-material inspection sheet of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The dimensions of the investigated screw (as far as measurable) were checked using a digital sliding calliper and found not to be in compliance with the technical drawing of the producer and specifications. The screw was received without the tip. The screw showed mechanical damages. The origins of these mechanical damages are unknown and cannot be reconstructed because of the little information we received. When examining the fracture surfaces of the screw using the scanning electron microscope (sem) it was concluded that the fracture surfaces were nearly totally destructed. The non-destroyed areas showed dimples and shear dimples in the center. Material smearing and impressions of instruments were observed on the lateral parts of the fracture surfaces. It is supposed that this screw was cut/shortened using pliers/pincers. The screw did not show any sign of fatigue failure. Based on the topography of the fracture surfaces of the screw, it is likely that the screws were shortened using pliers/pincers and were not broken under fatigue conditions. A failure resulting from a material defect of the screws can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.